Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-03452. It was reported one of the patient's scs leads had migrated and had wrapped around the ipg site. The patient underwent surgical intervention and the physician replaced both of the patient's scs leads. The patient reported receiving effective stimulation therapy postoperative.